Manufacturer narrative:
The hemosphere instrument was received for product evaluation. The unit was connected to a calibration cup for over 24 hours for testing and analysis. There were no inaccurate sv02 values observed and there was no drifting of values observed. Additional testing was performed which included an oximetry cable and catheters with a blood bench simulation setup. This was performed for five hours and there was no drifting of sv02 values found. There was no defect found. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time. Refer to submission 2015691-2017-02740 for the second incident with the hemosphere instrument. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Svo2 is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product evaluation has not been completed yet, but is anticipated. Once the evaluation results are available a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformance's. The UDI reference is (B)(4).

Manufacturer narrative:
The device has not been received and the evaluation completed. Upon receipt of the evaluation findings a supplemental report will be submitted.

Event description:
It was reported that the hemosphere monitor and hemosphere oximetry smart cable were being used for patient monitoring in the cticu. The clinician reported that the sv02 values for the hemosphere were low in relation to the vigilance ii monitor and patient blood gas. There was no incorrect patient treatment or therapy administered. There was no patient harm or injury. Patient demographic information not available at this time. Refer to 2015691-2017-02759 for the oximetry smart cable submission.